Manufacturer narrative:
Product event: (B)(4) patient information incomplete and missing patient and surgeon information, however follow-up for additional information is still in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the surgeon was transferring the energy from the plasmablade device to his forceps to cauterize a vessel and was shocked by the forceps. This caused a puncture in his glove. The surgeon reported a pinhead size minor 1st degree burn on his finger. No interventions were needed.